Manufacturer narrative:
(B)(6). (B)(4). The deivce was not returned. We do not have applicable imaging studies. No conclusion can be drawn.

Event description:
It was reported that, intra-op, while attempting to tighten the mas set screw, the top of the mas connector set screw sheared off,and the bottom half of the set screw was still in place. The instruments came in contact with the patient. Other instruments did not break. The patient did not have any complications related to the product breaking.

Manufacturer narrative:
Product analysis: visually confirmed the set screw is fractured approximately ~1 thread up from the base of the connector hex head. The fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, and shear lines on the fracture surface. Additionally, the associated set screw was found to be plastically deformed, with the deformation morphology consistent with overload. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, and shear lines are consistent with torsional overload.